Event description:
It was reported that this device was part of a system revision due to infection. This device was explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported. The product was retained by the hospital and is not expected to be returned.

Manufacturer narrative:
This report is being filed to correct field: d6a: implant date.

Event description:
It was reported that this device was part of a system revision due to infection. This device was explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported. The product was retained by the hospital and is not expected to be returned.